Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and the pt programmer. The pt reported observing communication error. The ipg communicates and charges with the charging system. Replacement external device was used to no avail. The pt has been referred for an x-ray of the scs system. The pt is working with his physician to determine a resolution to the issue. Surgical intervention maybe undertaken.